Manufacturer narrative:
(B) (4). The device remains in the pt. The lot number was provided. Review of the device lot history record did not produce any findings relevant to this report. Dissection is a known adverse event as listed in the xience v instructions for use and in the no fault assessment matrix. Although a conclusive cause for the reported pt effect and the relationship to the device, if any, could not be determined, there is no indication of a product quality, deficiency with respect to manufacture, design, or labeling.

Event description:
Device issue: none. Adverse event: dissection, required placement of an unplanned stent as treatment. Time of adverse event: during the procedure. It was reported that during an ostial to mid left anterior descending (lad) stenting procedure in a moderately calcified lesion, during placement of a xience v stent, a dissection occurred at the distal edge of the stent. A second unplanned xience v stent was placed to treat the dissection. There was no adverse pt sequelae reported. Although requested, there was no additional info provided.